Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver dilaudid (12.1 mg/ml at 2.419 mg/day), clonidine (1720.5 mcg/ml at 344 mcg/day), and baclofen (513.6 mcg/ml at 103.22 mcg/day). Analysis of the pump found gear train anomalies of wear and stall due to shaft bearing. Additionally, analysis found overinfusion with an undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code no longer applies.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) and received from a consumer regarding a patient receiving unknown baclofen 516m for a total dose of 103mcg, dilaudid (hydromorphone) 12mg for a total dose of 2.5mg, and clonidine 1721mcg for a total dose of 344mcg via an implantable pump for non-malignant pain and other chronic/intract pain. It was reported on 2016-dec-04, an alarm was sounding for greater than 24 hours and patient experienced feeling tired and increased pain level. Pain was noted to be 9/10. Pump was interrogated and report showed a motor stall without recovery. Patient denied any contact with electromagnetic imaging (emi), magnet, or magnetic resonance imaging (MRI). Patient did not recently have an MRI. It was noted to review potential emi/magnetic sources and to consider pump replacement. If explanted/replaced it was recommended to return pump for analysis. It was reviewed if the pump was truly stalled and there was no known magnetic interference then they may want to consider pump replacement. Caller was to follow up with hcp and stated they would discuss further with the hcp and see what the logs state. It was noted the pump would be sent back if determined the stall was not related to environmental causes. It was reported personal therapy manager (ptm) showed code 8476 and it was reviewed the meaning of the code was a motor stall. Rep stated the clinic just notified her of the stall and the clinic was having the patient come in now, but rep wanted to discuss the code and the stall. It was reviewed to pull the logs from the pump. Patient stated the pump would not deliver a bolus and patient confirmed code 8476 via the 8835. Patient reported hearing an alarm starting on (B)(6) 2016, and stated no MRI or other medical procedure was done that may have caused the motor stall. Patient reported "hurting/pain real bad" that began the last few days ((B)(6) 2016). Patient stated since it has gotten colder outside and that was usually the cause of the increased pain. Patient stated being in "constant pain" for the last 12 years due to spinal cord cancer where they removed the tumor and there was some damage done to the patient's spinal cord because of it. Patient stated she has hypertensive muscles that began post surgery from the cancer/tumor removal. The removal of cancer tumor and "constant pain and hypertensive muscles" from spinal cord damage date was unknown. Pertinent information per patient's inquiries were reviewed and it was recommended patient call hcp as soon as possible regarding the motor stall and increased pain. It was noted pump was interrogated and replacement surgery was scheduled for (B)(6) 2016. The issue was noted to not have been resolved. Patient status was alive no injury. Patient reported not taking any oral medications and uses ptm. Rep called back and wanted to know if they could attach a small section of new catheter to the pump and prime that on the back table with the pump. It was confirmed they can do that and that the back table prime volume would be 0.333ml. It was noted during the call, they attempted to aspirate the catheter, but were unable too. It was reviewed which boots from the 8596sc to use on the connector pin. Manufacturer representative called back to confirm that they should be using two white boots, and healthcare professional (hcp) trimmed 15 cm off the old pump segment. It was confirmed two white boots should be used. Patient's medical history included: numbness upper body and chronic low back pain.

Manufacturer narrative:
Patient codes (B)(4) no longer apply to the pump or the catheter.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding troubleshooting performed related to the inability to aspirate from the catheter, accessing from the port with a needle and from the catheter with a syringe was attempted. The cause of the inability to aspirate the catheter was indicated as being undetermined. The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.